Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: review of the black box data and alarm history revealed no communication alarms. The pump was exercised for 24 hours without errors, alarms or warnings occurring. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump rings all the time without an alarm displayed. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.